Event description:
It was reported that during use the right ventricular (rv) lead and atrial lead exhibited high frequency noise. The rv lead and atrial lead were capped, and remains in the patient. No patient complications have been reported as a result of this event.